Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose rising to 297 mg/dl after reading 250 mg/dl an hour earlier; supplies were changed to a 6 mm, 23 in set, the user had eaten and announced the meal, and remote data were unavailable due to lack of a smartphone, so the plan was to reassess and consider a site change if glucose did not trend down. Symptoms included high blood glucose. Outcomes included no reported hospitalization or long-term impact. Investigation included user coaching and troubleshooting over the phone. Investigation of this case revealed no confirmed device malfunction; the cause of hyperglycemia remained unclear, with potential factors including infusion site or absorption issues not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.